Event description:
A pt was positioned on a surgical table under the chromophare c571 surgical light when the light handle and light cover fell into the pt's open incision. The light was being repositioned by the light handle when the incident occurred.